Event description:
It was reported that; screwdriver tip cracked and broke.

Manufacturer narrative:
Results: no manufacturing issues were found for this lot number. Visual inspection indicated; the returned part was examined and the tip was observed to be cracked. Materials analysis was performed and found that the cracks on the submitted screwdrivers both appeared to originate from damage on the tips at the corner of the hex. No material or manufacturing defects were found. Conclusion: the probable root cause is normal wear.

Event description:
It was reported that: screwdriver tip cracked and broke.